Event description:
It was reported that the patient experienced a hypoglycemic event during sleep after consuming several beers, with a nadir blood glucose of 39 mg/dl and subsequent self-treatment with approximately 12 ounces of orange juice, returning to 121 mg/dl within about 30 minutes and then resuming sleep. Symptoms included cold sweats consistent with hypoglycemia. Outcomes included insufficient information to characterize longer-term impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no medical device problem identified and no device component implicated, with no additional findings available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.